Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (7 mg/ml at an unknown dose) via an implantable infusion pump. It was reported that the patient slept for 8 hours after a refill was performed on (B)(6) 2018. It was suspected that an over delivery of medication occurred. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any interventions/actions were taken to the resolve the issue. It was reported that the patient was being weaned off the pump per request to be off medication; unrelated to the reported suspected over delivery. The issue was noted as being resolved and the patient was alive with no injury. No further complications have been reported as a result of this even.